Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued alerts for intermittent high out of range pacing impedance measurements for the right ventricular (rv) lead. The physician contacted boston scientific technical services (ts) and noted that all other lead measurements were within range and they would continue to monitor the patient. Additional review of the data has revealed that this is a device specific issue. Approximately five weeks later the remote home monitoring issued an alert for a low out of range shock impedance measurement. The field representative was unable to obtain any additional information from the clinic. No adverse patient effects were reported